Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al6167 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What are the patient age, weight, bmi, past medical and surgical history? What tissue layer was the vicryl rapide suture used on? How was the suture placed, interrupted or continuous? How were the knots tied (square knot, double knot, etc)? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found intact between the knots? What was used to resew the wound again? Was there any change to patient post op care due to wound healing issue? What is the surgeon opinion as to contributing factors to the symptoms? Do you have any samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent surgery for keratosis of fingers on an unknown date and suture was used. Five days post-op, the patient suffered from poor wound healing and untying suture knots after sewing in a surgery for treating keratosis of fingers. The wound was open and bleeding. The suture was removed and the wound was sutured again. Then the patient's condition changed to better. Additional information has been requested.